Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 30394372m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping/ablation phase, pericardial effusion was diagnosed via echocardiogram after the patient complained about chest pain. Pericardiocentesis was performed to remove 400 cc of fluid from the pericardial space and the patient was transferred to the intensive care unit (ICU) for observation. Extended hospitalization was not required as a result of the event. Patient had fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it occurred due to over-ablating. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. Normal flow settings were used throughout the case. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3mm for 3s and 25% fot for 3s with respiration adjustment. Impedance drop was used as color option. No high force, high temperatures, or impedance errors were displayed.